Event description:
It was reported that the patient presented for remote follow up via merlin.net with recorded episodes of high ventricular rate exhibited by the pulse generator. Episodes were the result of post paced t wave over-sensing. Programming adjustments were discussed; however no interventions were made. The patient was stable.